Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like a crack at the battery tube threads, battery failed alarm, battery cap damage and battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Reminded the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. No failed battery alarms were noted during testing; however, several were found in the history file [(B)(6) 2025 at 08:19, 08:21, 12:41, 12:43, 12:44, 12:45]. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, missing display window/cover, cracked case-corner of belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed with cracked battery tube threads and cracked case-corner of belt clip rails during analysis. Unable to confirm battery cap / contact damage due to not being received with original battery cap. Failed battery test was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.